Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the backlight inverter pcb and software. The ventilator passed all testing.

Event description:
It was reported that the ventilator display was erratic. There was no patient connected to the device.